Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: physician melted portion of the sheath inside patient's right gsv during pullback. Patient had to be sent to surgery for removal of the sheath from vein. Rvt in the room states that fiber and sheath not locked together at hub when physician pulled back, and the physician stated that it would help if she had locked it after realizing that the fiber had moved back into the sheath. The patient was sent to surgery for removal of the sheath fragment from the ven. It was reported the patient is doing well. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was an evlt fiber advanced into a sheath. The fiber was noted to have punctured the sheath wall. During evaluation of the returned devices, the compression clamp was intact and functioning as intended. The force required to pull the fiber through the locked compression clamp was comparable to the force required to pull a fiber through a closed compression clamp on an unused ops fiber assembly that was tested for comparison. The customer's reported complaint description of the fiber melting the sheath is confirmed. Per angiodynamics' manufacturing engineer, the root cause of the event was due to the end user pulling excessively on the fiber during the procedure causing the fiber to be withdrawn at a faster rate than the sheath. The directions for use, which is supplied to the end user with this catalog number, contains the following statement "the end user is to align the compression clamp with the proximal site mark on the fiber and then tighten the compression clamp. The sheath is then to be withdrawn (with optical fiber) at a rate consistent with the venous anatomy". The fiber burnt through the tip of the sheath and that section was not returned. There was evidence of burn marks further away from the distal end of the sheath and a second location where the fiber again burnt through the sheath. For the sheath to be damaged in this manner, the fiber had to be withdrawn at a faster rate than the sheath which indicates the end user was pulling directly onto the fiber versus the sheath which was attached to the fiber. Angiodynamics' supplier of this device was notified of the event via (B)(4). Per the vendor's scar response, at the vendor facility, manufacturing and inspections procedures include a 100% inspection of the entire fiber, including the quality of each strip. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. During the packaging step, the fibers are inspected for damage. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the packaging step, the fibers are inspected for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #(B)(4).